Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported past issues where "antibiotics that have volume left in the container at the end of the infusion and required entering more volume to be infused to administer the remaining medication.¿ no additional details provided. This was reported to bd associate during their site visit. There was patient involvement but the information on patient impact is unknown.